Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of high blood glucose of 400 mg/dl. The customer indicated that the finger stick blood glucose amount was 60 mg/dl but the pump indicated that it was 49 mg/dl. It was found that the settings were changed recently. Troubleshooting was declined by the customer as her daughter was not there with the pump. Troubleshooting advised customer to call back for further assistance if necessary.